Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA alleging her onetouch ultra2 meter displayed inaccurately high readings compared to his feelings/normal results. The following complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 at 1.09pm, he obtained an alleged inaccurately high reading of ¿291 mg/dl¿ on the subject device, which he compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with a combination of diabetes medications (metformin; 1000mg, twice per day, glipizide; 5mg, twice per day, lantus; 65 units in morning and 35 units in evening and novolog; sliding scale). He explained that he followed his usual diabetes management routine and took a dose of novolog insulin based on the alleged inaccurately high reading. The patient advised the csr that three hours after the alleged product issue began, he began to feel ¿lightheaded and sweaty¿, and explained that he self-treated his symptoms with ¿a brownie¿. The patient denied performing a blood glucose test on any other meter. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing and the test strips had been stored correctly and were within expiry. The csr was not able to walk the patient through a control solution test as she did not have control solution at the time of the call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurately high blood glucose readings with the subject device.